Event description:
The surgeon inserted a toric silicone lens model aa4203tl. The lens haptic tore during insertion and the cause of the lens damage was unknown. The lens was inserted and removed without patient injury. The model and lot number of the cartridge and injector used were unknown.